Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. Additionally, the ECG "d" dome was missing. The electrode belt was unable to complete incoming functionality testing. The root cause for cut cable and missing dome was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.